Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It was reported that unspecified bd¿ connecta stopcock disconnected, the tubing was kinked, and the package seal was open. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of stopcock inadvertently disconnects from mating component (2), tubing kinked (5), and package seal open before use (10).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ connecta stopcock disconnected, the tubing was kinked, and the package seal was open. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of stopcock inadvertently disconnects from mating component (2), tubing kinked (5), and package seal open before use (10).